Event description:
During the maintenance of an 840 ventilator, the covidien customer support engineer (cse) noticed that the ventilator had a loss of communication between the graphic user interface (gui) and the breath delivery unit(bdu). The device was not in use on a patient when the malfunction was noticed.

Manufacturer narrative:
The cse inspected the device and confirmed an error code in the memory log relevant to the malfunction. The cse replaced the bdu printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed. (B)(4).